Manufacturer narrative:
(B)(4). Product was requested to be returned for eval and has not been received.

Event description:
Customer claims while in use, the alarm tone sounds intermittently. The alarm batteries were changed and there's no visible damage to the outside of the case. There was no pt incident or injury reported.